Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that two months post implant, this 25mm bioprosthetic mitral valve was explanted and replaced with another 29mm medtronic valve due to severe mitral insufficiency secondary to perivalvular leak. No adverse patient effects were reported.